Manufacturer narrative:
Returned product evaluation was unable to be completed; the complaint device did not return. Two lot numbers were reported that may be associated to this event, both manufacturing lot records were reviewed no related non-conformances were found supporting the device met material, assembly and performance specifications. Based on the limited information, and no device return, the cause of the separation is unable to be determined.

Event description:
Trying to cross an sfa which had a super tight lesion, the tip fractured on the turnpike spiral. The tip of the turnpike spiral came off in the patient. The physician decided to leave the piece in the small side branch of the vessel. No medical intervention was performed.